Event description:
The following was reported to hamilton medical ag: during the daily inspection of departmental equipment, it was found that the flow sensor of the ventilator did not pass the self check. Report for repair immediately. The hospital analysis: flow sensor malfunction no patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Manufacturer narrative:
Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 were updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: during the daily inspection of departmental equipment, it was found that the flow sensor of the ventilator did not pass the self check. Report for repair immediately. The hospital analysis: flow sensor malfunction no patient harm or consequences.